Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a leak detected.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse tested and examined fault logs and observed alarm event ¿leak in iab circuit¿. During testing observed examined fault log and observed numerous ¿leak in iab circuit¿. Performed all leak tests and could not duplicate any pneumatic failures. Could not duplicate any failure. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a